Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
It was reported to philips a problem with the touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:(B)(6)2021 b4:22jan2021 the unit was sent for bench repair. The engineer repaired the unit by replacing the touchscreen and replaced the air filter and fan guard. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.